Event description:
It was reported that the physician had difficulty while threading the spring wire guide (swg) into the pt. The physician reported that the swg felt like it was "kinking". On removal, the physician pulled out the swg and wire appeared "shredded". As a result, another new kit was opened and successfully placed in the pt. The pt's outcome is "unchanged". There were no pt complications or delay in therapy reported. No intervention was required. It was also noted that after the central venous catheter (cvc) was primed, the staff noticed a hole in the catheter located a little below the hub.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.